Event description:
I have 350cc mentor saline breast implants. I experienced intense breast pain, chronic fatigue, swollen and painful lymphs in armpits and neck, migraines, tingling in hands and feet.